Manufacturer narrative:
Failure analysis confirmed that the insulin pump received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button keypad anomaly due to blank display. The insulin pump had a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 161 mg/dl at the time of the call. The customer stated the insulin pump was exposed to water. Customer noted there was cloudiness under the lcd screen. Customer states the alarm occurred after exposure to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.